Event description:
The complainant alleged that during an attempt to defibrillate a male pt (age unknown), the device displayed an "error 44" message. The clinicians were able to obtain another device to continue treatment of the pt. The complainant indicated that the pt expired, but that the outcome of the pt was not as a result of the malfunction.